Event description:
Radiometer reference: (B)(4). According to complaint, the customer reported that on (B)(6) 2025, at 06:10, medical staff performed a blood gas analysis, which showed a hemoglobin concentration of 5.5 g/dl (discrepant value) on abl90 flex analyzer (serial number: (B)(6). However, a concurrently sent complete blood count indicated a hemoglobin concentration of 9.9 g/dl (comparison value), revealing a significant discrepancy. Since the complete blood count results from the same day remained stable, it was determined that the blood gas analyzer produced an erroneous result.

Manufacturer narrative:
Due to lack of data received radiometers investigation cannot determine any root cause or the suspected a pre-analytical error. Hence the root cause is unknown.